Event description:
Report received of no audible alarm. The pump was infusing an unspecified solution at an unspecified rate. During a routine home patient visit, the nurse noticed that the pump did sound an alarm. There were no reported adverse patient event. Though requested, no additional information was provided.